Manufacturer narrative:
Investigation summary: one open safety glide packaged needle was received and confirmed to be from batch #6322624 (p/n 305918). The sample was visually evaluated. The needle was found to have foreign matter. The shielded needle was found to have a black hair approximately 1/2 " long starting under the needle shield and extending out from the needle hub. Foreign matter the size observed is rejectable per product specification. Based on the evaluation performed the defect is confirmed. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: sample evaluation: one open safety glide packaged needle was received and confirmed to be from batch #6322624 (p/n 305918). The sample was visually evaluated. The needle was found to have foreign matter. The shielded needle was found to have a black hair approximately 1/2 " long starting under the needle shield and extending out from the needle hub. Fm the size observed is rejectable per product specification. Based on the evaluation performed the defect, as noted by the end user, can be verified. DHR review for batch 6322624 (p/n 305918): manufacturing dates: 12/19/2016 to 12/20/2016. Batch quantity was 670,500. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 6322624 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Root cause description: root cause and CAPA not required based on severity and occurrence level defined for this complaint.

Event description:
It was reported that hair was stuck on a bd safetyglide¿ needle. There was no report of exposure, injury, or medical intervention.